Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav variable eco catheter (model# d-1343-02-s lot# unknown), webster cs with auto ID (model# d-1353-04-s lot# unknown). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter and atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring extended hospitalization. One day post-procedure, it was discovered that the patient was diagnosed with cerebral emboli. Patient was reported to be in stable condition immediately after the event. Subsequently, the patient went into a comatose state. Patient required extended hospitalization as a result of the adverse event. Patient outcome is worsened, as the patient remains comatose. Physician assessed this event as life-threatening. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.